Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure, stent deformation occurred. The patient presented with an acute myocardial infarction. The target lesion was thrombotic and located in a mildly tortuous and mildly calcified left anterior descending (lad) artery. The 4.0mm x 20mm promus element stent delivery system (sds) was introduced and the stent was successfully implanted and post dilated with a 4.5mm x 8mm quantum apex balloon catheter. After stenting, there still appeared to be some clot left in the proximal end of the stent. A non-bsc thrombectomy catheter was advanced through the stent to remove more clot. As the catheter was withdrawn, deformation of stent was observed under fluoroscopy. The deformation was straightened out with the quantum apex balloon catheter. The procedure was finished successfully by overlapping with another 2.5 x 28mm promus element stent. No further patient complications were reported and the patient's status is stable.